Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200 mg/dl, a loss of consciousness, and a heart attack. Reportedly, the customer was using fiasp for insulin therapy. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on 11/16/2021; however customer sustained unspecified permanent kidney and heart damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.